Event description:
It was reported that the external pulse generator's atrial pacing was not working. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device failed one functional test during incoming, it was rerun at the end of testing with the power still applied and it passed. Analysis was unable to confirm the customer comment that the atrial pacing was not working, no anomalies were found. (B)(4).